Event description:
It was reported that the patient had an inappropriate shock due to a fast -atrial-driven rate. Technical services discussed the electrograms. The device was working as programmed. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to a fast intrinsic rhythm. The arrhythmia was fast at 240bpm with a narrow morphology. The device did not convert the rhythm after multiple shocks. The rhythm self-converted. The system was working as programmed. This is considered a serious injury as the shocks were inappropriate. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to a fast -atrial-driven rate. Technical services discussed the electrograms. There were no additional adverse patient effects. The system remains implanted.